Event description:
Lead was explanted due to noise. It was observed that the lead had been implanted in such a way as to cause "clavicular crush". The pt had a tendency to lean on his shoulder and thereby exacerbated the condition.